Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction ablation procedure in the left ventricle, a pericardial effusion occurred. Hypotension was observed, and ultrasound confirmed a small pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The hypotension was resolved, and the patient was stable when they left the operating room. It was thought the effusion was caused by difficulties during transseptal puncture.